Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons had a delayed response. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the up and down key contacts.